Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. The pump was received stuck in a motor error alarm loop during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. They were unable to test the excessive no delivery alarm due to the motor error alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer had motor error alarms and no delivery alarms on the insulin pump. Customer received the motor error alarm during a bolus. Customer stated that the pump is giving no delivery and motor error alarms over the past few days. Customer has been changing the set and site each time with no success as the alarms recur after a few hours. Customer does not use the sensor feature on the insulin pump. Customer stated that they are able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.